Event description:
A distribution contacted zoll on (B)(6) 2015 to report that a (B)(6) female had some skin breakdown on her right side by the electrode. The pt's nurse put a bandage on the irritation, and the pt was given medication for the irritation. It appeared that the irritation was the result of a tight garment, so the pt was provided with a larger size garment.

Manufacturer narrative:
Device evaluation: electrode belt sn (B)(4) was not returned to the MFR. There is no indication of a device failure associated with this event. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.